Manufacturer narrative:
(B)(4). The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss found no issues with the laser equipment. The fss verified the z operation, set z-baseline offset from -11 to -25. The fss verified flap depths and verified proper operation. The fss found all depths were within specifications. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced damage thin flaps on the both eyes (ou) on the day of the laser treatment. A brief description from the surgery center indicated the right eye (od) appeared normal when the intralase laser was performed and the left eye (os) appeared to have multiple vertical gas breakthrough areas. Furthermore, when attempting to lift the od, the inferior flap was incomplete and had a wedge shaped defect. The od flap was replaced and a bandage contact lens (bcl) was placed. The os was not lifted and procedure was aborted. At one day post op exam, the visual acuity with glasses was right eye (od) 20/40 and left eye (os) was 20/80. The surgery center indicated the thin flaps were programmed at 100 microns but were cutting at 70 microns. The surgery center requested service on the equipment. Pre-op: best corrected visual acuity (bcva) from (B)(6) 2016. Right eye (od) pre-op 20/20 1.00 x -1.75 x 80. Left eye (os) pre-op 20/20 .25 x -1.75 x 95.

Manufacturer narrative:
Describe event or problem additional information: pre-op: best corrected visual acuity (bcva) from (B)(6) 2016: right eye (od) pre-op 20/15 .75 x -1.75 x 82, left eye (os) pre-op 20/15 00 x -2.25 x 95, best spectacle corrected visual acuity (bscva) both eyes (ou) 20/15. Post-op: best corrected visual acuity (bcva) from (B)(6) 2016: right eye (od) post-op 20/25 1.00 x -1.75 x 88, left eye (os) post-op 20/25 .50 x -2.50 x 009, bscva ou 20/25. Clinical surgery support was provided on(B)(6) 2017. The laser was gelled and a z calibration was performed. The surgeon performed 8 customvue lasik treatments. The surgeon acquired eye registration on 6 out 8 eyes. The amo clinical support observed and felt small vibrations in the walls and floors of the laser suite. The customer is aware of the small vibrations from the air conditioner unit. The surgeon requested the audible beep volume to increase for louder audible. All pertinent information available to abbott medical optics has been submitted.